Event description:
Device malfunction: stent moved distally and second stent used to cover target lesion. Time of malfunction: during the carotid stenting procedure in 2006. Symptoms/ae: none. It was reported that during the carotid stenting procedure of the right internal carotid artery, the first rx acculink stent "lurched forward" and was partially in an unintended site. A second rx acculink stent was needed to cover the target lesion and complete the procedure. No additional information was available.